Event description:
It was reported that the lead was ¿stretched,¿ but not fractured. There were stripped screws due to the lead end cap. To confirm the integrity of each contact, the neurosurgeon used impedance testing. The surgeon tested the impedances before and after connecting the extension and implantable neurostimulator (ins). At both instances the impedances were all within the normal range. The implant was completed and the patient would not be programmed for three weeks.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0kj0k, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va06b3v, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).